Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation was noticed that the item received is different from the item reported on guarantee form by the complainant. Therefore, the lot number was not considered. The evaluation codes were not completely filled because it is needed the new codes. The system of the company used to send the mdrs to FDA are not updated with the new codes yet. However, we are already working on the system update. Once the system is updated with the new codes a follow up report will be sent with the missing codes as soon as possible.

Event description:
(B)(4). The dentist reported that 1 year and 2 months after dental implant was installed in patient¿s mouth, its non-osseointegration was observed. The patient presented bone type ii, 32ncm of primary stability was achieved, immediate implant was performed and bone graft was executed.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation was noticed that the item received is different from the item reported on guarantee form by the complainant. Therefore, the lot number was not considered. The evaluation codes were not completely filled because it is needed the new codes. The system of the company used to send the mdrs to FDA are not updated with the new codes yet. However, we are already working on the system update. Once the system is updated with the new codes a follow up report will be sent with the missing codes as soon as possible.

Event description:
(B)(4) ¿ the dentist reported that 1 year and 2 months after dental implant was installed in patient¿s mouth, its non-osseointegration was observed. The patient presented bone type ii, 32 ncm of primary stability was achieved, immediate implant was performed and bone graft was executed.